Manufacturer narrative:
A visual examination of the returned device found that the distal handle was moved distally off of the stainless steel shaft, which resulted in the inner lumen being withdrawn into the outer sheath. Further examination revealed that there was a bond present between the inner jacket and the stainless steel shaft. Additionally, both the inner and outer sheaths were kinked in several locations. Functionally, the stent could not be deployed due the condition of the device. The condition of the returned device was consistent with the complaint event. The most probable root cause has been labeled as user/use error. The directions for use state that in order to deploy the stent, the distal handle should be immobilized while the proximal handle is actuated; however, it appears from the condition of the returned device that the distal handle had been moved distally. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure within the colon on (B)(6), 2011. According to the complainant, the handle of the stent broke while it was being prepped for use. The physician ended up using another wallflex stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure within the colon on (B)(6), 2011. According to the complainant, the handle of the stent broke while it was being prepped for use. The physician ended up using another wallflex stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.